Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient was presented in clinic for routine follow up, battery longevity data anomaly issue was observed on the merlin programmer. Patient will be seen again for a routine follow up. No further information available.